Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the cartridge compartment is contaminated. A wrong cartridge change and the following insulin in the cartridge compartment led to a corroded piston rod. Please refer to the accu-chek combo user guide chapter "changing the cartridge and infusion set". Consumables: the adapter passed the optical inspection. The problem mentioned by the customer is related to mishandling of the product by the customer.

Event description:
On (B)(6) 2013, patient reported he had been experiencing elevated blood glucose readings because he didn't have an infusion device to bolus with. Patient stated that on (B)(6) 2013, he tested on his meter and his reading was hi. Patient reported he was admitted to the hospital on (B)(6) 2013 and was released on (B)(6) 2013. Patient stated he went to the hospital, so they could help him deliver some insulin into his body and help him get his readings back down. Patient's normal blood glucose range is between 150-200 mg/dl. Patient reported he unintentionally damaged the infusion device by pulling the cartridge out and spilling insulin into the device. Patient stated he was not able to deliver his insulin because the device was damaged and his readings went up. Patient stated he was waiting for his replacement device so he could self-treat. Patient reported he would have been capable of self- treatment but he didn't have the infusion device to self-treat with, so he went to the ER, so they could tell him how much to inject and how. Patient stated at the hospital they put him on an insulin drip and he doesn't know what else. Patient reported his readings have come back down to normal but he feels tired currently. Patient stated he received his new pump but his trainer is holding it until he gets his training on it. Patient reported he has not used the meters or infusion device since he went to the hospital on (B)(6) 2013. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.